Manufacturer narrative:
Device received with missing segments/partial display, problem isolated to lcd board. Unable to perform self-test and displacement test or verify button keypad anomaly and frozen screen due to missing segments/partial display. Device had due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had frozen display and button error. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer reported an alarm occurred during the time the buttons stopped responding. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.